Event description:
It was reported via repair work order that the jack was drifting due to malfunctioned jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the jack was drifting due to malfunctioned jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation conclusion - the issue was resolved for the customer by stryker medical sending the customer the jack and the customer replacing the head-end jack assembly themselves.